Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). The patient stated that her device is no longer holding a charge. The battery used to last six days. She charged the device last night and now the battery is dead. Patient reports for about a month ins charge is not holding a charge like it was. Patient states she is having to charge ins about every 2 days and she use to be able togo about 6-7 days without charging. Patient states not having any setting adjustments or programming. Patient states medical history includes herniated, bulging disc, is on blood thinners, and left leg and hip hurt when ins is not charged up. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the device battery will be dead within 3 hours. It was unknown what could have contributed to the issue.